Event description:
It was reported that the patient had not used therapy for "a long time." It was stated that the patient had an appointment, but was unable to communicate without the patient programmer. It was later reported that the patient had a spine surgery "a few years ago" and know the leads would be "cut at that time." The patient reportedly discussed re-implant. There were no diagnostics and no interventions planned. If any additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Product ID 747220, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 7439, serial # (B)(4), product type programmer; patient product ID 377745, lot # n0034942, product type lead. (B)(4).